Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a4; b7. Additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical product(s): 00801803602 ¿ cocr head - 61459416; unknown cup ¿ unknown part and lot; unknown liner ¿ unknown part and lot; unknown bone screw ¿ unknown part and lot. Reported event was confirmed by review of medical records noting patient presenting with pain and slight elevation of crp and esr. During the revision surgery, significant pseudotumor with extensive cheesy gray inflammatory tissue consistent with metallosis was noted and excisional debridement was performed. Trunnionosis was noted without significant wear. DHR was unable to be reviewed as the lot number for the device is unknown. The root cause is unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00097 . If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a left hip revision approximately 8 years post implantation due to pain and elevated metal ion levels. During the procedure, trunnionosis, metallosis and pseudotumor were found. The head component was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.